Event description:
Central venous line was inserted via femoral vein. Patient suddenly became hypotensive and shocky 12 hours later. Echocardiogram revealed pericardial effusion. Patient had exploratory mediasternotomy to evacuate cardiac tamponade caused by apparent catheter migration and perforation of myometrium. The tamponade was caused by IV fluid flowing into the pericardial sac.